Event description:
It was reported that during an intracept procedure, the l5 lumbar vertebral body was accessed, but the patients bone was very dense and the patient had a large body habitus. Upon deployment of the j-stylet and curved cannula assembly, it became very hard for the physician to mallet due to the dense bone. The physician was unsuccessful at deploying the j-stylet. The last mallet attempt resulted in the distal tip of the j-stylet being sheared and left inside the patient. The device fragment could not be removed and remained in the vertebral body. The case was aborted and the patient was sent to the emergency room (ER) for a neurosurgical consult. No additional action was recommended from the consultation. The patient has been discharged from the hospital and is doing well postoperatively.